Event description:
It was reported that this right ventricular (rv) lead exhibited unstable low amplitude and threshold measurements during pacing system analyzer testing with the original rv lead due to dislodgement. In addition, physician mentioned difficult patient's anatomy which could have contributed to poor number. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement, high threshold and low amplitude or poor morphology. Analysis showed normal lead resistance measurements. Furthermore, there were no lead issues noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited unstable low amplitude and threshold measurements during pacing system analyzer testing with the original rv lead due to dislodgement. In addition, physician mentioned difficult patient's anatomy which could have contributed to poor number. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.